Event description:
Nt reports that a lead has popped out and is shocking them and causing pain. They need to find a local doctor/surgeon who can fix it asap. They have 90% of their colon removed and bladder issues and when they turn it off, they cant go to the bathroom like a normal person which in turn causes their gastroparesis to flare up really bad. This is a semi-emergency situation because the patient cant function normally with it not working properly. Have tried to follow-up with patient repeatedly, with no reply received.